Manufacturer narrative:
The recipient successfully completed treatment and the infection resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2022, the recipient was reportedly re-implanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was severed, as well as tool damage to the top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was prescribed antibiotics (type unknown), however, the infection did not resolve. The recipient's device was explanted. The recipient was not reimplanted. The recipient is doing well.